Manufacturer narrative:
Reported event was confirmed by review of medical records and radiographs. Review of the available records identified the following: no surgical complications or significant findings noted within the included op report and hospital visit. Visual and dimensional evaluations could not be performed as the product was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the nexgen cr, ps, cra, lps and lcck knee package insert, pain, swelling, and loosening are known potential adverse effects of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported patient underwent a revision due to pain, loosening, and swelling.

Manufacturer narrative:
(B)(4). Concomitant medical products: bearing, catalog #: 00596403017, lot #: 61450055. Femoral component, catalog #: 00599601452, lot #: 61885781. Stem extension, catalog #: 00598801010, lot #: 61945656. All poly patella, catalog #: 00597206535, lot #: 61988503. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. When the investigation is complete, a follow-up report will be filed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported patient underwent right total knee arthroplasty. Subsequently, patient is experiencing pain, swelling and loosening.